Manufacturer narrative:
The transducer was replaced to resolve the customer¿s immediate concerns. An investigation was performed which determined the leaking fluid from the acoustic lens was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. There have been no similar issues reported post repair.

Event description:
A customer reported their 3d9-3v transducer was leaking fluid. This probe is associated with the epiq 5 ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.